Event description:
Allegations of atypical connective tissue disease, atypical rheumatic syndrome, atypical neurological disease system, polyneuropathies, mixed connective tissue disease, rheumatoid arthrtis, sjogren's syndrome, nonspecific autoimmune condition, keratoconjunctivitis sicca, neuropsychiatric symptoms, peripheral neuropathy, lymphadenopathy, chronic fatigue, alopecia, sleep disturbances, dizziness, colitis or bowel irritability, persistent low-grade fever, night sweats, chronic inflammatory response, breast infections, impairment of the immune system, complex surgical procedures, cramping tingling and/or burning, silicone toxicity syndrome, silicone implant disease.